Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir inventory manager. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal arteriotomy locator does not snap into the angio-seal sheath. The type of procedure performed was an interventional radiology (ir) case. The estimated blood loss was less than 250cc. Additional information was received on 22sept2023: the device was opened and the arteriotomy locator was not snapping into the sheath presenting issues when going to deploy the device accurately. Additional information was received on 23sept2023: manual pressure was applied to achieve hemostasis, that is their protocol when they have issues with vascular closure devices (vcds). Additional information was received on 25sept2023: the arteriotomy locator will not snap into the sheath of the angio-seal so when the operator goes to enter the arteriotomy, the green locator pushes back and does not supply proper blood return as the holes aren't matching up. This in turn makes it difficult to confirm placement of the angio-seal sheath.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube and packaging. The device was visually inspected and found to have been in used condition. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.